Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe due to error c-00. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has not received the erbe for evaluation. A follow-up MDR will be submitted, if additional information is obtained.

Event description:
It was reported that during da vinci-assisted surgical procedure, the customer contacted intuitive technical support engineer (tse) to report a multitude of c-00 messages on the integrated electrosurgical unit (iesu) or erbe generator. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the error occurred multiple times during same procedure. The monopolar was not firing. The site used harmonic ace to complete the procedure. Monopolar did not work. The event date was 03/7/2026.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) or erbe generator was analyzed and the issue was confirmed using system logs, with log review showing recurring errors c 30, m 11, c 34, and m 18. During functional testing, the unit displayed error c 30 during monopolar operation, while erbe logs recorded errors c 00 and m 11. The complaint was confirmed based on the field evaluation. The probable root cause of this error is attributed to a faulty electrical component inside the erbe generator. This error can be resolved through troubleshooting or replacement of the generator.

Event description:
Refer to h11 for follow-up information.